Event description:
It was reported to boston scientific corp (bsc) in 2009, that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube insertion performed one day prior. According to the complainant, during the procedure, the snare would not open. The procedure was completed with a different device (sensation single-use short throw snares - jumbo oval, bsc manufacture). There were no pt complications reported as a result of this event.

Manufacturer narrative:
Failure to extend/open. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.